Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. No unexpected frozen display noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, broken belt clip slot, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the buttons were sticking. The customer reported that the keypad had been sticking for several days leading up to the error alarm. Blood glucose level at the time of the incident was 90 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.